Event description:
It was reported that the customer was experiencing high blood glucose levels. At the time of the call it was 498 mg/dl. The customer had elevated ketones in their urine; they were nauseous and were vomiting. Delivering a bolus from the insulin pump did not help, but using a manual injection helped. The customer had delivered 2.5 units of bolus and 3.0 unit of manual injection. The drive support cap was recessed and a little tiny bubble was noted in the tubing. The time was incorrectly programmed on the insulin pump; it was an hour behind. In the alarm history there was a low reservoir alarm noted. When the infusion set was removed from the customer's body a little bit of blood was noted on the cannula, but the cannula was not bent or kinked or occluded. High pressure test was not performed because the customer did not have the clamp. By the end of the call the customer's blood glucose was 267 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.